Event description:
Pt returned to clinic for follow-up. Unable to puncture access port. Pt sent to x-ray and the x-ray showed a catheter break at the entrance to the spinal canal. The pump was stopped and the plan was to hospitalize the pt for surgical intervention.